Event description:
A report was received that the patient's leads were replaced during a lead revision due to migration as the physician suspected that it might have been damaged. The patient is doing well following the revision.

Event description:
A report was received that the patient's leads were replaced during a lead revision due to migration as the physician suspected that it might have been damaged. The patient is doing well following the revision.

Manufacturer narrative:
The explanted leads passed visual and photographic imaging. No anomalies were noted.